Event description:
Healthcare professional reported via the national breast implant registry (nbir) left side infection, skin necrosis, and wound problems. The device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection and necrosis.